Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses developed capsular contracture in both of her breasts post implantation. The patient reported that the left breast is hard and lumpy. The patient was also diagnosed with baker grade IV capsular contracture plus bottoming out of the device in the right breast. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis. Additionally, it was reported that the same set of breast prostheses were re-implanted twice. The first re-implantation occurred on (B)(6) 2020 and the second re-implantation on (B)(6) 2020. Refer to manufacturer report number 1645337-2019-24623 and 1645337-2022-02714 for reporting on the first re-implantation of the suspect medical devices. Refer to manufacturer report number 1645337-2022-02715 and 1645337-2022-02716 for details on second re-implantation of the suspect medical devices.